Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker advised the customer that their device is not field-serviceable and will be replaced. The cause of the reported issue could not be determined.

Manufacturer narrative:
Further investigation determined the system pcba is no longer functional and is obsolete. Conclusion code grid has been updated.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.